Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting with performed an air leak was detected within the pump. Blood glucose level was not impacted. Reportedly, the customer had an alternate method of insulin delivery available.